Event description:
It was reported that the system 9800 cardiac displayed images with distorting lines running across the screen. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated although printed copies had been verified by the ge teleph. The system was tested and found to be working as intended and placed back into service.